Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 353 mg/dl. Prior to the event, the customer stated that she ate something that made her ill and she was vomiting. The customer stated that the cannula was not bent when the infusion set was removed. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was unable to stay on the phone, but she stated that she had conducted troubleshooting on the insulin pump last month, and it was working fine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.